Manufacturer narrative:
On december 10, 2019, the returned autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 17" (max motor on time exceeded) error message during the initial functional test. The investigation finding revealed of a damaged drive train motor which was likely due to normal use of the device. The autopulse platform was manufactured in march 2014, nearing its expected serviceable life of 5 years. The drive train motor was replaced to remedy (ua) 17. During visual inspection, a damaged front enclosure and a malfunctioning power button were observed. These types of a physical damaged and a faulty components on the returned autopulse platform were likely due to normal use. The damaged enclosure and faulty power button were replaced. Also observed, the rubber type material that covers the load sensor was peeled, exposing sensor bar, thus confirming the customer reported complaint. To remedy, the xantopren load plate cover will be replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) rubber type material that covers the load sensor was peeled and the sensor bar was exposed. No patient involvement. However, on december 10, 2019 during the initial functional testing, the returned autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 17" (max motor on time exceeded) error message.